Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head, liner, and stem. The head and liner are exempt from device history record review and the device history records for the femoral stem were previously reviewed with no related manufacturing deviations or anomalies identified. No reports were found against the acetabular cup. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Patient was revised to address elevated metal ion levels. Upon revision metallosis and black tissue were noted. Update rec'd 3/2/2016: litigation received. Litigation alleges pain, discomfort, corrosion, and elevated metal ion levels. A doi was provided. No corrosion was noted during the revision (per the der), so the complaint will not be coded for corrosion at this time. There is no new information that would change the existing investigation. This complaint was updated on: 3/18/2016. Update 6/22/2016- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported. The primary operative notes reported poor bone quality. The revision operative notes stated that the acetabular cup was over anteverted at 30 degrees and creating impingement, but was left in place to avoid potential bone loss. Updated head/liner/stem and added the cup. There is no new additional information that would affect the existing MDR investigation. The complaint was updated on: 07/08/2016.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).